Manufacturer narrative:
Event took place in italy. Based on analysis, risk assessment, risk profile and clinical monitoring this file is considered as closed. In case new information becomes available a follow up report will be sent to the agency. This product analysis was carried out on the basis of all the information provided and the internal review at pajunk. Based on analysis, risk assessment, risk profile and clinical monitoring this file is considered as closed. In case new information becomes available a follow up report will be sent to the agency.

Event description:
Irn# (B)(4). Specifically, it is reported that the biopsy needle does not allow the sample to be extracted as it remains stuck inside the needle. During the procedure, the tissue fragment remained trapped inside the needle and it was not possible to retrieve it. A double biopsy was performed on the patient's kidney, with the risk of the examination not being successful.

Event description:
(B)(4). Specifically, it is reported that the biopsy needle does not allow the sample to be extracted as it remains stuck inside the needle. During the procedure, the tissue fragment remained trapped inside the needle and it was not possible to retrieve it. A double biopsy was performed on the patient's kidney, with the risk of the examination not being successful.

Manufacturer narrative:
Event took place in italy. The case is currently being processed and analysed.in case new information becomes available a follow up report will be sent to the agency.

Manufacturer narrative:
Event took place in italy. The case is currently being processed and analysed.in case new information becomes available a follow up report will be sent to the agency.

Event description:
Irn# (B)(4). Specifically, it is reported that the biopsy needle does not allow the sample to be extracted as it remains stuck inside the needle. During the procedure, the tissue fragment remained trapped inside the needle and it was not possible to retrieve it. A double biopsy was performed on the patient's kidney, with the risk of the examination not being successful.